Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when attempting to select "fill cannula" the pump returned to the cartridge change process. The customer declined to upload the pump data logs to be reviewed. The customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). Reportedly, the elevated bg level was due to the customer intentionally delaying a bolus delivery after consuming a meal. Tandem technical support assisted the customer with completing the cartridge change process. A cartridge was successfully loaded and the customer resumed insulin delivery.